Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. No conclusionscan be made at this time. Each cartridge lot is subjected to a statistical sampling planand must pass testing for force (occlusion and loss of prime), cracks, and foreignmaterial prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the pump emitted two loss of prime warnings. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted.